Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported the problem that the hemo was off. The philips remote service engineer (rse) analysed the system remotely and found that the ups was faulty. Customer replaced the third-party ups. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was off. The philips field service engineer investigated and reported the ups was faulty. The philips has started an investigation of the complaint.